Event description:
In 2008, admitted sob, septic shock pul embolic and r/o mi,. Bp decreased metabolic acidosis. Pleural effusion pul embolic on vq scan to ir lab 1/5 to remove/replace ivc filter unable to remove as the prongs had immigrated through the ivc. The legs of the filter were repositioned. A new ivc filter was placed. And I liter of paracentesis fluid removed. Ivc filter had became dislodged unable to remove; new filter placed. Patient returned to ICU. Coded & expired later same day.